Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4) device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. During use, the balloon of this 3.50x15mm apex balloon catheter ruptured. Details are unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Event description:
It was further reported that the balloon was inflated for approximately 30 seconds prior to rupturing. The device was removed from the patient intact.